Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that the patient, who had been implanted with an exeter stem and femoral head in approximately 1999 was having the head revised.